Manufacturer narrative:
A1: patient identifier: requested, not available due to data privacy. A2: age or date of birth: requested, not available due to data privacy. A3a: sex: requested, not available due to data privacy a3b: gender: n/a. A4: weight: requested, not available due to data privacy. A5: ethnicity: requested, not availabledue to data privacy. A6: race: requested, not available due to data privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: requested, unknown. E3: occupation: reqeusted, unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal tamper tube was broken. There was no harm to the patient. Additional information was received on 19aug2024: it was confirmed that the dilator was broken, not the tamper tube.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the sheath, locator and packaging. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The locator was found to have been kinked at the blood inlet hole. No other damage or issues were identified. The complaint was able to be confirmed for a kinked locator. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).